Event description:
The reporter stated, that the surgeon was inserting an eyeonics crystalens lens using a microstaar injector and cartridge and as the optic was injected, there was a tear in the right edge of the trailing haptic hinge. The lens was cut to be removed. The reporter stated, that the pt had significant post op corneal edema due to 3 explants which may resolve. This was one of three incidents that occurred to this same pt. See manufacturer report numbers 2023826-2008-00303 and 2023826-2008-00306 for the other reports.

Manufacturer narrative:
.